Event description:
It was reported that pump displayed malfunction code 9 with associated fault ID, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller in resetting pump, confirmed malfunction did not recur, advised customer to continue using pump and to call back if malfunction returned, and customer chose to load new cartridge due to low insulin and resume insulin delivery independently.